Manufacturer narrative:
The customer reported that the analyzer "ran hot" and that the "battery coating melted". There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "ran hot" and that the "battery coating melted". There was no allegation of patient/user harm. There was no allegation of incorrect results.